Event description:
During a low anterior resection procedure, the staple lines did not form properly. The surgeon performed anastomosis manually. There was an anticipated loss of tissue at the rectum. The hosp has reported that the pt's condition is satisfactory.

Manufacturer narrative:
11/25/97-supplemental report #1 submitted to FDA.